Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pi). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. This touchscreen failed all diagnostics testing. The resistance ratio was out of specification. Touchscreen functioned after recalibration.

Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that three was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen was calibrated but did not resolve the problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.